Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was removed. A replacement lens was scheduled to be implanted. Further inquiry has been requested, but none have been forthcoming. If any additional information is received, a supplemental medwatch report will be submitted.